Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered a leak on the drive manifold, failed the k6, k6a, k7, and k9 leak test. Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cs300 intra-aortic balloon pump (iabp) had a leak on the drive manifold, failed the k6, k6a, k7, and k9 leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional contact information: contact person name: (B)(6), contact person phone number: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the manifold drive to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a